Event description:
It was reported that at implant there was difficulty positioning the lead. The physician commented that the j shape of the lead was not holding. It was noted that the patient had a small atrium. The lead was positioned successfully. It was further reported that one month post implant the lead had dislodged and had high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.